Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured before use, leading to a leak inside the housing. The device had been filled with 0.9% sodium chloride solution. There was no patient involvement. No additional information provided.

Manufacturer narrative:
Upon further due diligence it was determined this is a duplicate complaint to pr#(B)(4), MFR report # 1416980-2018-05025. Should additional relevant information become available, a supplemental report will be submitted.